Event description:
Info received indicates the brake mechanism wasn't holding the brakes in a locked position.

Manufacturer narrative:
The technician found the brake mechanism was subjected to normal wear. The technician replaced the brake mechanism assembly to repair the bed.